Manufacturer narrative:
Inspected 1 opened/used enlite sensors and peformed bicarbonate buffer test. Sensor failed per specification due to high readings.

Event description:
Customer called to report the insulin pump alarmed for cal error. Blood glucose reading was 114 mg/dl. Troubleshooting was performed. Found the isig values to outside of the acceptable range. Advised that the sensor will be replaced. Nothing further reported.